Manufacturer narrative:
On 5/10/16 integra investigation completed. Method: failure analysis, device history evaluation. Results: failure analysis - failure analysis cannot be completed due to the lack of information received to perform a complete investigation. Unconfirmed. No return of device for evaluation. Device history evaluation - DHR review: nonconforming product report / nonconforming material report history: none. Variance authorization / deviation history: none. Engineering change order/manufacturing change order history: none. Corrective action preventive action history: none. Health hazard evaluation history: none. Conclusion: root cause cannot be determined due to the lack of information received to perform a complete investigation. Product has not been returned for evaluation.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
Dealer initially reports the instrument was broken during orthopedic surgery in direct contact with patient under normal conditions and there are no broken parts inside the patient. On 3/25/2016 dealer not responding. No further information available.

Manufacturer narrative:
On 11/08/2016 integra investigation completed. Method: failure analysis, device history evaluation. Results: failure analysis - forceps returned in used condition, not showing any unusual markings, showing wear, discoloration/staining within the finish and a tip is broken. Without knowing how the forcep was handled and maintained, the cause is undetermined. The complaint is confirmed. Device history evaluation - DHR review nonconforming product report / nonconforming material report history: none. Variance authorization / deviation history: none. Engineering change order/manufacturing change order history: none. Corrective action preventive action history: none. Health hazard evaluation history: none. Conclusion: the root cause has not been identified as a workmanship or material deficiency.